Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, when the proglide plunger was pulled out of the device, no suture was present and a cuff miss occurred. The vessel was rewired and the proglide was removed. Hemostasis was achieved with another proglide. There was no adverse pt sequelae. No additional info available.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.